Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced peritonitis manifested as abdominal pain, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient had no fever and was not hospitalized for peritonitis. The treatment was not reported. The patient had recovered from the reported event. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for a potentially associated lot number. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).